Manufacturer narrative:
Serial number was not provided therefore a review of the device history record cannot be performed. Technical support performed troubleshooting with the customer over the phone and confirmed customer reports their 8015 not turning on with the battery installed. Battery pack: 1. Informed customer this is most likely due to the non-alaris battery. 2. Informed customer not to use third party parts. 3. Informed customer this is most likely due to the non alaris battery, power supply board, and switching power supply. 4. Recommended sending in for repair. Customer will seek direction from their leadership. 5. Provided battery part number. 6. Transferred customer to order management for pricing. 7. Followed up with customer. 8. Customer will send in for repair. 9. Emailed customer instructions for registering through our customer portal. 10. Closed case. The customer reported problem was unconfirmed as this product was not returned for verification in a root cause.

Event description:
The customer reported that the device has no power when non alaris battery is installed. There was no patient involvement. Description: the more information you can provide here, the easier time the support team will have in diagnosing and resolving your incident. Provide specific information (i.e. Customer names & ID) when applicable. Customer reports their 8015 not turning on with the battery installed. Resolution: steps taken to solve. Battery pack: 1. Informed customer this is most likely due to the non-alaris battery. 2. Informed customer not to use third party parts. 3. Informed customer this is most likely due to the non alaris battery, power supply board, and switching power supply. 4. Recommended sending in for repair. Customer will seek direction from their leadership. 5. Provided battery part number. 6. Transferred customer to order management for pricing. 7. Followed up with customer. 8. Customer will send in for repair. 9. Emailed customer instructions for registering through our customer portal. 10. Closed case.

Manufacturer narrative:
Serial number was not provided therefore a review of the device history record cannot be performed. The customer reported problem was unconfirmed as this product was not returned for verification in a root cause. H3 other text : no product returned.

Event description:
The customer reported that the device has no power when non alaris battery is installed. There was no patient involvement. Description: the more information you can provide here, the easier time the support team will have in diagnosing and resolving your incident. Provide specific information (i.e. Customer names & ID) when applicable. Customer reports their 8015 not turning on with the battery installed. Resolution: steps taken to solve. Battery pack: 1. Informed customer this is most likely due to the non-alaris battery. 2. Informed customer not to use third party parts. 3. Informed customer this is most likely due to the non alaris battery, power supply board, and switching power supply. 4. Recommended sending in for repair. Customer will seek direction from their leadership. 5. Provided battery part number. 6. Transferred customer to order management for pricing. 7. Followed up with customer. 8. Customer will send in for repair. 9. Emailed customer instructions for registering through our customer portal. 10. Closed case.

Manufacturer narrative:
Technical support performed troubleshooting with the customer over the phone and confirmed customer reports their 8015 not turning on with the battery installed. Battery pack: informed customer this is most likely due to the non-alaris battery. Informed customer not to use third party parts. Informed customer this is most likely due to the non alaris battery, power supply board, and switching power supply. Recommended sending in for repair. Customer will seek direction from their leadership. Provided battery part number. Transferred customer to order management for pricing. Followed up with customer. Customer will send in for repair. Emailed customer instructions for registering through our customer portal. Closed case. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support battery pack: informed customer this is most likely due to the non-alaris battery. Informed customer not to use third party parts. Informed customer this is most likely due to the non alaris battery, power supply board, and switching power supply. Recommended sending in for repair. Customer will seek direction from their leadership. Provided battery part number . Transferred customer to order management for pricing. Followed up with customer. Customer will send in for repair. Emailed customer instructions for registering through our customer portal. Closed case. The customer reported problem was unconfirmed as this product was not returned for verification in a root cause. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
The customer reported that the device has no power when non alaris battery is installed. There was no patient involvement. Description: the more information you can provide here, the easier time the support team will have in diagnosing and resolving your incident. Provide specific information (i.e. Customer names & ID) when applicable. Customer reports their 8015 not turning on with the battery installed. Resolution: steps taken to solve. Battery pack: informed customer this is most likely due to the non-alaris battery. Informed customer not to use third party parts. Informed customer this is most likely due to the non alaris battery, power supply board, and switching power supply. Recommended sending in for repair. Customer will seek direction from their leadership. Provided battery part number. Transferred customer to order management for pricing. Followed up with customer. Customer will send in for repair. Emailed customer instructions for registering through our customer portal. Closed case.